Manufacturer narrative:
Further information has been requested. No malfunction of the device could be reproduced within the pre-investigation. Further investigation ongoing. A supplemental emdr will be sent when the investigation is completed.

Event description:
It was reported that during the dress change of a burn victim the room temperature was raised (target temperature: 36°c). The installed picco2 did not display the parameters anymore and warmed up too that an operator suffered a first-degree burn when the housing of the device was touched. The customer reported that the injury was recorded on (B)(6) 2019, 19 days after the event occurred. The issue was evaluated as reportable, as the operator suffered a first-degree burn. The burn was treated with a cream and the operator recovered with no further consequences. No harm or clinical consequences occurred for the patient. (B)(4).

Manufacturer narrative:
The involved picco2 was returned for investigation. The device was inspected by our technical service. All parameters were displayed during tests; the failure could not be reproduced. It is not known what led to the fact that the values have not been shown anymore during dress change of the patient. But it is considered as likely that during the described dress change a connection has been loosened unintentionally. Additionally, the device was inspected to determine whether the device overheats and lead to a burn, which is the subject of this reporting. The tests were performed in a climatic chamber with a constant temperature of 36°c to simulate the conditions at the hospital during the time the incident occurred. The tests have been performed for 4 days and therefore doubled the simulated time of usage as the hospital reported that the incident occurred after 2 days of usage of the device. Within these tests a temperature gradient (12.7 °c) and an external maximum surface temperature during life time (53.3 °c) has been determined. The device fulfils its requirements as the limit set according to iec 60601-1 was not exceeded. Iec 60601-1 is used as standard for the picco2 device. According to the applicable iec 60601-1 standard a touch temperature of 56 °c is acceptable for a metal surface, which can be touched up to 9 seconds. With a temperature of 49.4°c, what was reported by the customer, the surface can be touched up to one minute (acc. Iec 60601-1). A review of the DHR could not identify any non-conformities relevant to the reported issue. A complaint review over the last 3 years did not reveal any further complaint about a burn during use of a picco2. Based on this information it can be concluded, that the device fulfils its requirements. The root cause could not be traced to the device. This event is seen as an isolated issue and will be further monitored on the market in order to identify trends.

Event description:
Manufacturer reference #: (B)(4).